Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the patient had an MRI a couple weeks ago and they said they were familiar with the back stimulator and they would turn the therapy off and turn it back on when they were done. The patient used to feel vibrations in their lower back but they did not anymore and it did not seem to do any good either. During the call the patient was in group c and the stimulation was turned on. Patient switched to group b and increased the stimulation and they felt stimulation on the side of their leg. The caller was redirected to their healthcare provider to further address the issue.